Manufacturer narrative:
The device has not been received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 68-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the patient experienced high purge pressure (< 1050 mmhg) during support. Medical staff noted no kinks on the purge line and added tissue plasminogen activator to resolve the issue. No patient harm has been reported.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The team on site reported to the field rep that the purge pressures had surpassed 1050 mmhg, so the field rep recommended changing the device and administering tpa. Replacing the purge cassette and tpa are said to have resolved the failure mode. Neither product nor data logs were returned for investigation. The root cause of the high purge pressure was most likely biomaterial since tpa infusions resolved the complication.